Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat mildly tortuous, moderately calcified lesion with 80% stenosis in the ostium of the circumflex (cx) artery. It was stated that the patient was brought to the cath lab for intervention as they had declined undergoing cardiac surgery. The device was inspected with no issues noted. Negative prep was performed with issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used. It was stated that a lesion in the distal left anterior descending (lad) artery was stented earlier in the case. It was reported that the resolute onyx stent moved backwards during deployment in the ostial cx, which led to the proximal portion of the stent being deployed in the distal left main (lm). A technique involving a balloon was used crush down the proximal portion of the stent that was located in the lm. A small 1.5 mm balloon was used to open a strut of the resolute onyx in the cx, in order to treat a lesion in the lad. The lad was later stented during case. Another stent was then deployed in the lm artery and a kissing balloon technique was used to post-dilate the stents in both the lm and ostial cx. The physician stated the patient remained stable during the case. The patient was transferred out of the cath lab post-procedure. No further injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.